Manufacturer narrative:
Product was inspected by a quality assurance technician and the part met specification with exception of some very minor damage from the implantation and explantation processes.

Event description:
Following implantation, the lunate portion of the screw backed out, although the screw did not break. The screw was explanted.